Event description:
Information received indicating that a smiths medical cadd extension set tubing leaked. The patient found that there was a tiny cut on the tubing. The patient also stated the patient didn't move the pump or the tubing from the pouch. There were no adverse effects due to the reported event.